Manufacturer narrative:
(B)(4). Estimated date of occurrence. The device was returned for evaluation and the reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the mini trek reached the non-tortuous, non-calcified distal left anterior descending coronary artery target lesion without difficulty. The lesion was ballooned with the mini trek. During removal of the mini trek, it became stuck on the non-abbott guidewire. The mini trek and guidewire were removed together as a single unit. The procedure was completed at that point; therefore, there was no clinically significant delay in procedure and no adverse patient effects. Outside the anatomy, the mini trek was able to be removed from the guidewire. There was no additional information provided.